Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an infection. The complete transvenous pacing system was explanted and will be replaced in the future. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.